Manufacturer narrative:
Product ID 37751, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the insr had been charging since five days prior to the report but was charging intermittently and was only 50% charged. The insr was also not holding a charge. The patient wasn¿t sure if it was the outlet. The patient was seeing the recharging plug on the screen as well as the recharge the implantable neurostimulator (ins) screen. The connector pin was not loose and the green light was on, and there was no suspected outlet issue. It was also reported that the patient had sudden pain and denied any falls, traumas, or accidents. It was further reported that the implantable neurostimulator recharger (insr) screen was frozen and a damaged insr was reported. Normally when he was recharging he was lying down but five days prior to the report, he was sitting down. He got up, was moving around and everything was working just fine. He sat down a little bit later and pulled the insr out of his pocket and on the screen he saw the reposition antenna screen. He hit the start charge key and the screen went blank and it had been beeping ever since. The patient was not using the antenna locate (al) feature. The insr was unplugged from the wall outlet and the plastic antenna cover was removed and the insr was reset and the patient saw the splash screen. The issue was not resolved after the reset however, when the patient talked to repairs it was reported that following the reset the insr seemed to be working fine and the patient was going to call back if there were any other issues. No indication of patient harm.